Manufacturer narrative:
The customer declined philips service. No parts were returned for evaluation. Due diligence has been performed to obtain additional information about the reported event, including patient involvement, patient harm, and repair/resolution details. To date, no further information has been received.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported error code 1007 (machine and proximal pressure sensors failed). Patient involvement is unknown at this time.

Manufacturer narrative:
Date rcvd by MFR - 3/29/2016. Upon arrival, the fse replaced the data acquisition (da) to motor controller (mc) cable. The device was then returned to expected functionality. No further information is expected.

Event description:
The customer reported error code 1007 (machine and proximal pressure sensors failed) on their v60 ventilator. There was no indication of patient involvement/harm.